Manufacturer narrative:
Date of event is an unknown date in 2019. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6), 2018 and passed all functional testing before being returned to the customer. The device was received and evaluated at the service center. The reported complaint that the device does not turn as it has the motor jammed was confirmed. It was found that the motor was corroded and was not running smoothly. It was also noisy during operation. The resistance value of the keypad of the handcontrol set was out of specification and the keypad assembly was not working properly. The protective conductor resistance of the motor cable was out of tolerance and there was a short circuit in it. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired, and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. Also, corrosion has caused the motor to become loud during operation. However, given the information provided, we cannot discern a definitive root cause for the defective keypad. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6), 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date, the micro tornado hp with hand-control wouldn¿t turn; the motor was jammed. A replacement device was used. The procedure was completed with no surgical delay. There was no impact to the patient. Upon manufacturer receipt and investigation, it was determined that the motor was corroded and was not running smoothly. This report is for a micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).